Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The details of the lesion are unknown. The gladiator balloon ruptured. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). As the device has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).